Event description:
While reviewing th most recent download from a male patient lifecor customer support detected multiple "battery charger fault" and "battery pack fault" flags. Support contacted the patient for additonal information. The patient reported that one of his battery packs "will not hold a charge". The suspect battery pack was replaced.